Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was in an overdischarge state for the third time due to patient non-compliance as the patient did not charge the ins. The ins could not be interrogated so no troubleshooting could be done. The patient was scheduled for battery replacement. The issues were not resolved at the time of the report. It was reported that the patient was alive with no injury and the patient¿s weight and medical history were asked but would not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.